Event description:
It was reported that high rv lead impedance and high thresholds were observed. On (B)(6) 2022 a fluoroscopy was performed and was noted that lead fracture at the distal end of the rv coil was observed. The lead was capped and replaced. The patient was stable.